Event description:
Monitor failure on inovent. Changed sample line, problem continued. Called ikaria per machine instructions. Recommended to remove from patient. Inovent changed out and supervisor was notified. Manufacturer response for monitor, inomax ds (per site reporter): change out monitors.